Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number scrolling anomaly was noted on the display. The insulin pump passed the displacement, operating currents, self test, and off no power tests. No battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.